Manufacturer narrative:
The device was not returned to olympus for evaluation, but was evaluated during a visit at the site. Therefore, it cannot be determined whether the product specifications are met. The repair center has not conducted a visual or functional inspection, and therefore, no reproduction study has been conducted. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a cut mark on the eyepiece probe. There were no reports of patient harm.